Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Adverse event start date: 14/sep/2018 adverse event term: sciatica. Adverse event description: sciatica during few days due to screw misplacement. Ae related to a study procedure: causal relationship. Ae related to the instruments: not related. Outcome of this ae: recovered/resolved. End date of ae: (B)(6) 2018.

Manufacturer narrative:
B2: other - patient had pedicle fracture. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from clinical study, healthcare provider via manufacturer representative regarding an event happened during post-op of the reported screw. It was reported that, the screw placement was not satisfactory. Placement of right l5 screw resulting in effraction of the lower part of the pedicle. No further complications reported.